Event description:
It was reported that the patient received a durom acetabular cup on (B)(6) 2008. The state of revision is currently unknown.

Manufacturer narrative:
Information was forwarded from the owner establishment; zimmer inc., which markets the devices in the u.s. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number were provided for the devices, the device history records could not be reviewed. Should additional information become available and/or the device(s) be returned for evaluation and investigation result be available, the changes this assessment, an amended medical device report will be field. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).